Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and an unknown drug at unknown concentrations and dosages via an implantable pump for non-malignant pain. It was reported that in 2016, the patient had numbness in her legs (thought it may be one sided, but unsure of the side). The patient also had drop foot, but thought it went away in 2016. The consumer felt that the patient never got the pain relief once implanted, maybe a little bit, but didn¿t know how long. The consumer guessed the patient hasn¿t had 40 percent relief at any time and didn¿t feel she has had even 20 percent relief. The hcp had tried multiple medications, but the consumer didn¿t know all of the medications doses or concentrations with exception of one medication, fentanyl. In 2016, they tried to do a myelogram and couldn¿t get the fluid to go in stating that they weren¿t exactly sure what the issue was and the hcp got it to work again, but said it was a malfunction. The consumer stated it was checked numerous times for the catheter and a new catheter was put in and they didn¿t know what the issues were or why it was replaced. It was stated that the patient had 100% relief in trial prior to the pump implant in 2014. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.